Manufacturer narrative:
The device was received with the cannula assembly fully deployed. The soft cannula measured the correct full length according to specification. Inspection of the fluid path and needle mechanism components found no evidence of any damage or deficiencies that would result in the soft cannula failing to properly insert into the infusion site. The cause of the reported unsure properly inserted cannula could not be determined. Inspection of the soft cannula did not find it bent, kinked, or damaged. The download data from the pod did not contain any timeouts, drive stalls, or hazard alarms that would indicate a struggle to deliver insulin. The investigation found no evidence of a bent or kinked cannula. No tears, or leaks were found in the fluid path. No problems were found with the pod during the investigation that would cause fluid leaking during wear or failure to deliver insulin.

Event description:
It was reported that the patient's glucose reached 500 mg/dl, while wearing the pod between 49 and 71 hours on the arm. Upon inspection, it was noticed that the pod was leaking, the cannula was not properly inserted into the skin and was bent.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site and was bent. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, freedom from hazard alarms and confirming the blue soft cannula is inspected for any damage.